Event description:
It was reported that during a cranial procedure that the perforator bit did not stop as expected when drilling near the dura. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to manufacturer for evaluation, the device was discarded. The root cause is undetermined.